Event description:
It is reported that a cannulated drill bit broke during surgery. The surgeon was repairing an intertrochanteric fracture of the hip and while torquing to help with reduction or redirecting where the drill bit was going, the drill bit broke at the shaft where it attaches to the drill. It was reported that the drill bit broke while over the guide wire which left the guide wire very bent. There was no patient issue. The drill bit was retrieved and no fragments remain in the patient. The surgery was completed successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.